Manufacturer narrative:
Supplemental to report related report numbers. This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2019-04751  and 2015691-2019-04752.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2019-04752 and 2015691-2019-04751. Update to d10, g4, h2, additional information provided in h10. Both valves were returned to edwards lifesciences for evaluation in the biokit jar. Per initial review the valves were oval shaped. No abnormalities were observed on the x-ray of both valve frames. No visual abnormalities were observed on the leaflets of both valves. Echo was returned for evaluation that showed one leaflet damaged/impinged. Measurements of the valve frame outer diameter (od) were taken using a keyence microscope. Frame od outside of the specification could impact the ability to successfully deploy within an annulus. However, it should be noted that due to the condition of the frames (deployed in mac, valve-in-valve, explanted) the frame dimensions are no longer as initially manufactured. Due to condition of the returned device (explanted valve-in-valve), functional inspection was unable to be conducted. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint were reviewed. The work orders did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review did not reveal any other complaints related to the related complaint codes for the related work order. Note that lot numbers for valve complaints reference the valve serial number only. Therefore, this review was performed by taking the valve serial numbers from the related work order and verifying that there has been no other complaint associated with each serial number. A review of complaint history for the sapien 3 (all sizes) from january 2019 to december 2019 revealed no returned complaints for the related complaint codes. The complaints were reviewed based on similar reported events and associated root causes/evaluation codes. A review of complaint history reveals that the complaint occurrence rate did not exceed the december 2019 control limit for the related trend categories. It should be noted that the sapien 3 ultra valve was deployed in the native mitral position. The sapien 3 ultra with the commander delivery system (ds) is currently indicated for native aortic valve replacement, surgical bioprosthetic aortic valve replacement and surgical bioprosthetic mitral valve replacement. The IFU and training manuals in this section are for a native aortic valve replacement for relevant guidance for a sapien 3 ultra implant using a commander ds. Commander delivery system with ultra valve IFU, device prepping manual, and training manual were reviewed for instructions relating to the observed events. Per instructions for use (IFU), thv size recommendations are based on native valve annulus size, as measured by transesophageal echocardiography (tee) or computed tomography (CT). Patient anatomical factors and multiple imaging modalities should be considered during thv size selection. Note: risks associated with undersizing and oversizing should be considered to minimize the risk of paravalvular leak, migration, and/or annular rupture. No IFU/training deficiencies were identified. The leaflet damaged complaint was not confirmed based off the returned device, no visual abnormalities were observed on the leaflets of both returned valves. A review of the DHR and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is unlikely that a manufacturing defect or device malfunction contributed to the events.  It is possible that after the post dilation with +2cc, that the valve leaflet was impinged by the annular calcification. This would have then prevented proper motion of the leaflets and would have likely resulted in the condition the leaflet was seen in the returned images. However, without further imagery of the valve, this root cause was unable to be confirmed. A definitive root cause could not be determined; however, available information suggests patient (enlarged mac) and procedural (over inflation) factors may have contributed to the reported event. The complaint for valve embolization was unable to be confirmed based off the returned imagery and no visual abnormalities were observed on the returned valves. A review of the DHR and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations.  As reported ¿probably mac enlargement due to viv. Area was measured slightly larger after embolization than before first thv. However, not large enough to use a 29mm thv for the 3rd one (just +2cc). As the mac was not fully closed, perhaps the concentric force to hold the thv was insufficient (personal + implanter¿s opinion).¿ it is likely that the annular calcification was impacted during the deployment of the second valve resulting in a change in annulus size. If the annuls size changed and was no longer able to hold the valve in place, then it is likely that both valves would migrate. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is unlikely that a manufacturing defect or device malfunction contributed to the events. A definitive root cause could not be determined; however, available information suggests patient (enlarged mac) factors may have contributed to the reported event. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified, no corrective/ preventative actions are required. Since no product non-conformance was confirmed, a product risk assessment (pra) escalation is not required. Since no labeling or IFU/training inadequacies were identified and review of the complaint history revealed that trigger for additional review was not met, no corrective or preventative action is required at this time.

Manufacturer narrative:
This report is for the 1st valve with leaflet damage after post-dilation requiring a viv and then embolizing into the left atrium. This is one of three manufacturer reports being submitted for this case. Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6) post deployment of the 26mm sapien 3 ultra valve in the mitral annular calcification (mac) vial transeptal approach, paravalvular leak (pvl) was observed and therefore the valve was post dilated. After post dilation, a leaflet damaged was observed. It was decided to implant a second valve (viv). Post deployment of the second 26mm sapien 3 ultra valve, both valves embolized into the atrium. A 3rd 26mm sapien 3 ultra valve was implanted but again, the valve embolized into the atrium. Open heart surgery was performed to remove all 3 valves and a surgical valve was implanted. The patient was in stable condition in ICU post procedure. Per report, the possible damage to the 1st valve leaflet may have been ¿due to guidewire retraction during pvl/gradient evaluation before the post-dilation¿. As per medical opinion, the cause of the valve embolization was probably mac enlargement due to the viv. The annular area was measured again, and it was found to be slightly larger after viv embolization than before deployment of the first thv. However, the area was still not large enough to use a 29mm thv for the 3rd one (just +2cc). As the mac was not fully closed [circular], perhaps the concentric force to hold the thv was insufficient.

Manufacturer narrative:
Intraprocedural images were provided by the implant site. The echocardiographic image was reviewed and one leaflet appeared damaged/impinged. A device history records (DHR) review did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review did not reveal any other similar complaints. A review of complaint history for the sapien 3 (all sizes) from (B)(6) 2018 to (B)(6) 2019 revealed no similar returned complaints. Review of the complaint history revealed that the occurrence rate did not exceed the (B)(6) 2019 control limits for applicable trend categories. It should be noted that the sapien 3 ultra valve was deployed in the native mitral position. The sapien 3 ultra with the commander delivery system (ds) is currently indicated for native aortic valve replacement, surgical bioprosthetic aortic valve replacement and surgical bioprosthetic mitral valve replacement. The IFU and training manuals reviewed during this investigation are for a native aortic valve replacement for relevant guidance for a sapien 3 ultra implant using a commander ds. During manufacturing, all sapien 3 ultra assemblies underwent multiple 100% inspections. These manufacturing inspections support that it is unlikely that a manufacturing non-conformance contributed to the complaint. The commander delivery system with ultra valve instructions for use (ce mark), device prepping manual, and training manual were reviewed for instructions relating to the observed events. No IFU/training deficiencies were identified. In this case, the complaint of leaflet damage confirmed based on the review of the echo image. The valve embolization complaint was unable to be confirmed based off the returned imagery. A review of the DHR and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is unlikely that a manufacturing defect or device malfunction contributed to the events. It is possible that after the post dilation with +2cc, that the valve leaflet was impinged by the annular calcification. This would have then prevented proper motion of the leaflets and would have likely resulted in the condition the leaflet was seen. However, without further imagery of the valve, this root cause was unable to be confirmed. A definitive root cause could not be determined; however, available information suggests patient (enlarged mac) and procedural (over inflation) factors may have contributed to the event. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is unlikely that a manufacturing defect or device malfunction contributed to the events. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformance was confirmed and the complaint occurrence rate did not exceed the applicable trending control limit, a product risk assessment (pra) escalation is not required. Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified, no corrective/ preventative actions are required.

Manufacturer narrative:
Reference CAPA-20-00141.